Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative:

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6) 2006. Patient suffered elevated cobalt levels as well as other known or unknown medical complications. There is no mention of revision surgery. Doi: (B)(6) 2006 - dor: unk (right side). Patient is a resident of (B)(6). On 01/10/2012, patient fact sheet form was received which identified part/lot information.. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update ad 20 may 2019: (B)(4) has been re-opened under (B)(4) due to litigation record received. In addition to what were previously alleged, litigation alleges that the patient underwent a right hip revision surgery on (B)(6) 2018. Doi: (B)(6) 2006; dor: (B)(6) 2018; right hip.